Manufacturer narrative:
Product event summary: the medial portion of the lead was returned, analyzed, and the outer insulation of the lead developed a breach due to a depression while in vivo. Concomitant medical products: 5568-45 lead, implanted: (B)(6) 2007. The initial reported event of infection was received on 22-jan-2019. Of note the serious injury is normally submitted via an alternative summary report that would have been due on 30-apr-2019. Information was subsequently received on 04-mar-2019 and revealed an out of specification analysis finding. As this new information does not qualify for summary reporting, this report is therefore being submitted as a 30-day report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed an infection. The implantable pulse generator (ipg) system was explanted. It was further reported that the right ventricular (rv) lead was returned to the manufacturer, analyzed, and subsequently tested out of specification. No further patient complications have been reported as a result of this event.